Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device powered on without display. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical australia for evaluation. The customer's report was duplicated and attributed to a faulty analog board. However, the customer declined the repair. The device was scrapped at zoll. Analysis for reports of this type has not identified an increase in trend.